Event description:
Reference MFR report #: 1627487-2013-05059. On 12/11/2012, the patient underwent a trial procedure to receive two leads. A day later, the patient complained of pain in her calves and feet that became present after the leads were implanted. Over time the pain diminished and adequate coverage was achieved. On (B)(6) 2012, the trial leads were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.